Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine jaffé gen. 2 (creaj2) on a cobas 8000 c 702 module. The initial result from the c702 module in question was 1.71 mg/dl. The sample was noted as being lipemic and was repeated after re-centrifuging. On (B)(6) 2024 the sample was repeated on a different c702 module (module b) with a result of 3.38 mg/dl. The sample was repeated on a 3rd c702 module (module c) with a result of 3.29 mg/dl. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The creaj2 reagent lot number was 755381 with an expiration date of 31-jul-2025. Calibration data was acceptable. Qc data was not stable. No detailed qc data was provided from the day of the event. "Sample short" and "abnormal aspiration" alarms were observed on the alarm trace on (B)(6) 2024. The field application specialist (fas) checked the instrument by performing a precision check where an issue was observed. The rinsing units were checked and a rinse nozzle was not correctly placed. The nozzle was reinstalled. Due to the messages on the alarm trace, the sample probe was replaced. The instrument was re-checked by performing a precision check and all results were within the expected range. Based on the data available, a general reagent issue is not suspected. The specific root cause could not be identified. The investigation determined the event was consistent with either a preanalytic issue (lipemic sample, sample alarms) or an instrument issue (rinse nozzle).